Event description:
It was reported that the unit had shut off several times during cases, causing delays of less than 5 mins. It was further reported that the screen was going black.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.